Event description:
Additional information has been received and stated that the incident occurred during loading. There was no patient contact.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been received and indicated that loading difficulties during loading with confirmed no patient contact. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The event is understood as being associated with priming the device and is considered prior to use. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of loading difficulties with defective lenses was encountered for the intraocular lenses. The lenses were not implanted and were replaced. The patient was not affected. Additional information has been requested. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.